Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasions were noted at 15.9 cm to 16.1 cm and 17.4 cm to 17.7 cm from the connector pin consistent with lead friction to the device can. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 7.1 cm to 9.4 cm from the distal tip. Internal insulation abrasions were noted at 8.0 cm-9.7cm, 10.3 cm to 11.0 cm and 11.2 cm to 13.8 cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 23.0 cm to 24.2 from the distal tip. One etfe coating was abraded while other etfe coating was intact and the inner coil was not exposed in this abrasion region.

Event description:
This report is to advise of an event observed during analysis.